Event description:
It was reported that during a whipple procedure, the tissue pad was still in the box and must have fallen off in the packaging. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.